Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. A review of the test data indicates impedance issues. Programming adjustments were made, however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
Additional information: section b.3, d.6b, d.9. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed broken antenna coil wires. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken antenna coil wires. This is believed to have occurred during revision surgery. In addition, this inspection revealed a broken electrode within in the electrode pocket. Lock could not be obtained at any spacing due to the antenna condition. No lock prevented some electrical tests from being performed. The condition of the electrode prevented an electrical test from being performed. The scanning electron microscopy analysis of the electrode pocket revealed corrosion of electrode wires. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.